Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately low results. The reporter did not provide results which could be used to verify the possible inaccuracy issue. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.